Event description:
Healthcare professional (hcp) reported 3 CT 190g dialyzer leaks during a pt's treatment in 2001. The initial blood leak occurred on use #29, and was noted by a blood leak alarm. This leak was verified visually and by positive hemastix. Treatment was continued with preprocessed, use #1 dialyzer and new blood lines, when a blood leak alarm was noted. Per the hcp, this 2nd blood leak was also verified visually and by positive hemastix. Treatment was continued with a dialyzer (use #8) and new blood lines, when a blood leak alarm was observed for the 3rd blood leak. The treatment was discontinued. There was no medical treatment or pt injury reported by the hcp.